Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on 12/26/2025, at approximately 1:00 pm, the cgm displayed 99 mg/dl, while the bg showed 37 mg/dl. At that time, the patient also experienced fatigue. By 1:30 pm, she developed seizures, prompting her husband to call emergency medical services. Paramedics administered oral glucose tablets and intravenous fluids before transporting the patient to the emergency room, where she arrived at 2:30 pm. At the hospital, laboratory tests were performed, and medication was administered intravenously. The patient was discharged at 8:00 pm with a bg meter reading of 80 mg/dl and cgm was 40 mg/dl. No additional medications were prescribed. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The reported glucose values at the time of discharge fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.